Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty charge coupled device unit could not be identified. However, it is possible the cause was related to twisting of the cable. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer for this event, during preparation for use the device yielded no image and was black. There was a kink in the cable. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Customer has two devices which failed with the same issue on the same day. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The customer had 8 cameras failed in 2021. An endoscopy support specialist visit has been scheduled for the customer. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the shortage in the cable unit. Intermittent white lines are also observed in the image due to faulty charge couple device (ccd) unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.